Manufacturer narrative:
Follow-up #1 date of submission 05/27/2016-device evaluation: the pump has been returned and evaluated by product analysis on 05/03/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed pump reboots associated with cartridge changes; however, no evidence of a power issue was recorded. A visual inspection of the pump confirmed that the battery compartment was cracked. During testing, the battery cap secured properly to the pump to maintain an electrical connection; a power issue was not duplicated. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no observed power issues. The pump case was removed, and no internal defects were found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was also reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.